Manufacturer narrative:
The reported field event of premature depletion was not confirmed. Longevity analysis found the battery depletion to be normal. Bench testing found the device to be normal. No anomalies were found.

Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. No further information is available at this time.

Event description:
New information received notes that the battery depletion was noted during routine follow-up in clinic. It was assumed that there was no allegation of premature battery depletion. And patient was fine.